Event description:
It was reported that a patient required follow-up surgery due to a spinal injury exhibiting delayed healing. During the surgery it was discovered that the gauze used as part of renasys negative pressure was left in the wound, with tissue growing into it. The customer has requested an xrd strip to be woven into the gauze.